Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure high thresholds were noted on the right atrial (ra) lead. After retraction of the stylelet the ra lead dislodged. It was also reported that high impedance was noted on the right ventricular (rv) lead. Damage was noted on the lead. Both leads were attempted / not used and replaced. No patient complications have been reported as a result of this event.